Event description:
It was reported that a spectrum iq infusion pump had an issue of inline occlusion during unspecified process in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing ,inline occlusion was not reproduced. A review of event history log revealed multiple occurrences of upstream and downstream occlusions . Evaluation sent device to flow lines for ultrasonic sensor us occlusion and downstream occlusion testing both of which passed. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through history log review however no component issue was identified and therefore no device correction is required. Should additional relevant information become available, a supplemental report will be submitted.